Event description:
It has been reported to us that during the procedure the guide catheter shaft kinked and became twisted inside the patients forearm, resulting in pain and discomfort. The physician inserted the guide catheter using a radial approach. The physician advanced the guide catheter up the radial artery to the brachial artery to the subclavian artery. The guide catheter became kinked as the physician was manipulating it to cannulate the left coronary artery. The physician had twisted the guide catheter shaft three times. The physician inserted a standard 0.035 guide wire into the catheter to straighten it out and successfully removed it from the patient. The patient commented that they had pain and discomfort from the procedure.

Manufacturer narrative:
(B)(4). Conclusion: the actual device used in the case was returned and evaluated. Visual examination of the returned guide catheter revealed that the shaft of the catheter is severely kinked at 46.5-48.5cm from the distal strain relief. There appears to be some damage to the outer jacket of the catheter at the location of the kink exposing braid wire. During decontamination of the device air bubbles could be seen flowing out of the location of the kinked section of the device. There is a small hole located at the kink. The device passes all relevant physical measurements. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for kink during use. The analysis is complete as of today (B)(4) 2012.